Manufacturer narrative:
Follow-up #1; date of submission: 06/30/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/11/2015 with the following findings: several 'no cartridge detected' and 'loss of prime' warnings, which were due to zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump successfully performed the rewind and load steps; however, the pump lost prime during the first hour of a 24 hour exercise period: the reported issue was duplicated. The pump case was removed, and an intermittent condition was found at the force sensor flex due to a cracked trace near a force sensor pin; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.